Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. Device explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior assessed as surgical damage. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: total delamination of plug strap disk shell assessed as adhesive failure. Crease flat is observed. Calcification on the shell is observed. No further actions are required as the device was implanted.